Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, another reportable malfunction was found where the bending section cover adhesive was found to be missing. Based on the results of the completed investigation, the root cause of the customer reported malfunction, and the new malfunction found during evaluation could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed error e216 and no image appeared during device set up and inspection for use, before patient in the room. There were no reports of patient involvement.